Manufacturer narrative:
The vulcan generator was repaired at a local service center and returned to the customer. Therefore, the device will not be returned to the manufacturer for analysis.(B)(4)

Event description:
During an arthroscopic rotator cuff repair, the generator failed to function and displayed a voltage calibration error message. The surgeon converted to an open procedure and completed the case using electro cautery. The procedure was prolonged by approximately two hours. There were no reports of patient complications.